Manufacturer narrative:
The materials and metallurgical analysis from the independent lab showed no material or manufacturing defects. Screw breakage is consistent with excessive anatomic loading. Manufacturer is not expecting additional information and considers this to be a closing report.

Manufacturer narrative:
The shaft of the screw was unable to be removed from the vertebral body however, the explanted portion of the screw was returned to the manufacturer for evaluation and subsequently sent to an independent laboratory for materials and metallurgical analysis. This evaluation is still underway and will be completed upon receipt of the results from the laboratory. As part of the investigation, the manufacturing and inspection records for the device were reviewed and there were no defects or discrepancies identified that could have contributed to the screw fracture. Additional details regarding the patient have been requested however, the patient has been reported to be very large. In the meantime, x-rays have also been requested from the surgeon.

Event description:
One of the denali mi screws broke at s1 approximately six months post-operatively. Patient was revised.